Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/11/2018 that the display device showed a transmitter failed error on (B)(6) 2018. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. No share log data was available for review. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, corrected and additional information has been provided.